Manufacturer narrative:
According to the available information the titan otr prosthesis was implanted on (B)(6) 2012 and removed/replaced on (B)(6) 2021 due to a leak. The explanted prosthesis was not returned for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, the complaint will be re-evaluated in accordance with procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, device had a leakage. No other adverse patient effects were reported.